Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that he had withdrawal symptoms and onset of pain related to the motor stall. He included that the biggest factor was that the oral meds did not work the same. Per the patient, the circumstances that led to seeing the motor stall code on his ptm (personal therapy manager) was that he knew it was coming time to replace the pump. It started beeping so he got the ptm, and it gave him the code that he looked up on google and then he called his doctor. Per the patient, the pump ¿reached end-of-life cycle¿ and was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient informed their managing physician regarding the pump alarming and motor stall code on their ptm and the patient was told they needed to go to a different physician because he did not install the pump. The new physician refuses to allow anyone to have a ptm. The patient indicated that the pump was at end of battery life and began beeping. The circumstances that led to seeing the motor stall code was the pump began beeping and the ptm gave the patient error code. The pump was scheduled to be replaced by new physician who per the patient the physician had ¿totally jacked up their quality of life that they have had for the past 7 years¿. They changed the medications in his pump and they were in constant pain. The stated they diluted the medication and then reduced the amount by half and to reduce the patient¿s pain wanted to give the patient more oxycontin (10-325). Per the patient they end up sleeping more time on the tile floor than they do their bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, bupivacaine, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that yesterday he saw code 8476 (motor stall) on his ptm (personal therapy manager) and he had been hearing a duel-toned alarm coming from the pump.